Event description:
It was reported the pt experiences ineffective stimulation. Reprogramming was only able to provide partial coverage of the pt's pain pattern. X-rays were taken and indicated the pt's surgical lead had migrated. The pt is to utilize the new programs to determine if they are satisfactory. If not, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.